Event description:
An account called and stated that the brakes on this stretcher would no longer hold.

Manufacturer narrative:
The brakes not holding/working could lead to unintentional movement of the stretcher which has the potential to cause serious injury. The correct part number was given to the account, however, multiple attempts to contact the account have failed, no resolution has been determined.